Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon attempt to interrogate, it was observed the implantable cardiac monitor was unable to be interrogated. Trouble shooting was attempted but still failed to gain connection. Overnight, the application reattempted to connect and was successful. The situation was deemed resolved. There were no patient consequences.